Event description:
Related manufacturer reference number: 2017865-2021-35856, related manufacturer reference number: 2017865-2021-35858, related manufacturer reference number: 2017865-2021-35859, related manufacturer reference number: 2017865-2021-35860. It was reported that the patient had an unspecified infection and pocket erosion. The patient's pacemaker system was removed and replaced with a new pacemaker system. The patient was in recovery post-procedure. It was later discovered that the patient was deceased due to unknown causes.